Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels dropping to 40 mg/dl. The pod worn between 4 and 24 hours on the leg. The patient was vomiting. At he hospital, the patient was placed on an intravenous therapy of fluids insulin, fluids and was given zofran for nausea, blood and urine sample was taken.